Event description:
It was reported that the right ventricular lead exhibited noise and oversensing causing inhibition of pacing. Lead impedance had also increased. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.